Event description:
I was using a dexcom g7 sensor. At 1am the app for it woke me up saying a blood sugar of 370. I checked with a finger stick and found 120. The sensor continued to report super high blood sugars and the finger sticks more normal. Around 9:30am I replaced the sensor. I called dexcom support at 1-888-738-3646. They said they would send a replacement sensor via fedex ground. On each sensor box it is labeled temperature range 36f to 86f. In the summer in (B)(6) is often above this range. Also, in non-temperature controlled shipping (back of a truck) it could be much higher. I asked for a replacement deliver in a way that would not exceed the temperature range. The agent said the maximum temp for a sensor is 105f. I asked why each box says 86f and he changed the subject. Dexcom offered no way for me to get a sensor shipped via means that would not exceed their own limit.